Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was at school when his cgm alerted for a low glucose reading, though he could not recall the exact value. He was unsure whether he was experiencing symptoms of hypoglycemia at the time. The school nurse performed a bg meter check, which indicated a high glucose level (exact value not recalled), and contacted the patient¿s mother. The patient¿s mother picked him up and took him directly to the emergency room. Upon arrival, his blood glucose level was approximately 600 mg/dl. The patient¿s mother could not recall what the cgm was reading at that time. He was treated with IV fluids (saline) and insulin injections. The patient remained hospitalized for two days and continued to feel unwell at the time of discharge. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.